Event description:
A malfunction was reported by the customer with a code displayed as "malf 0." There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, with no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to call back if any issues reoccur.